Manufacturer narrative:
Concomitant medical products: product ID 3998, lot# j0555274v, implanted: (B)(6) 2006, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that they would meet with the patient regarding their reported issues on monday (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient with an implantable neuro stimulator (ins) for non-malignant pain and spinal pain. It was reported that patient has loss of stimulation. Target stimulation area from waist down to feet. Troubleshooting done prior the call was that the patient increased settings and saw health care professional (hcp) about a month ago. Had x-ray performed to check lead and patient said they were told that the lead looks in place. Patient programmer shows stim on. Per patient's description no group row and only 1 program set at 3.30. Being that the patient said that typically when he increases about 2.00-2.20 it's too strong. Patient was re-directed to health care professional (hcp). Patient indicated this was considered a sudden change in therapy/ symptoms. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that they would meet with the patient regarding their reported issues on monday ((b)(62018)). No further complications were reported/anticipated.